Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided by the healthcare facility states that on (B)(6) 2016 the patient presented with increasing problems with his vision, increased myopia, astigmatism, ghosting of images in his left eye and a decrease in sharpness of vision. The healthcare facility reports that on examination iol opacification was observed. The healthcare facility plans to perform an iol exchange procedure. The healthcare professional proposes to implant a non-hydrophilic lens as the replacement lens in order to prevent a recurrence of opacification. The procedure is yet to be scheduled. Without the ability to physically examine the sulcoflex multifocal toric 653z iol it is not possible to determine the cause of the post-operative development of opacification. Rayner is continuing to follow-up with the healthcare facility to investigate this event. If the healthcare facility proceeds to explant the sulcoflex multifocal toric 653z iol, rayner will request the return of the iol for analysis. Our review of production records for the sulcoflex multifocal toric 653z intraocular lens batch 032e35324 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification limits and were without defects. Sulcoflex iols are not available in the USA; however, as the lenses are manufactured from the same material as rayner devices on the market in the USA the event is being reported. Not returned to manufacturer.

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of a sulcoflex multifocal toric 653z iol. The event description provided by the healthcare facility states that on (B)(6) 2016 the patient presented with increasing problems with his vision, increased myopia, astigmatism, ghosting of images in his left eye and a decrease in sharpness of vision. The healthcare facility reports that on examination iol opacification was observed.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. On (B)(6) 2016, rayner intraocular lenses limited received notification from a (B)(4) healthcare facility that an implanted sulcoflex iol had calcified post-operatively. No further information has been provided at this time. Additional information has been requested from the healthcare facility to facilitate further investigation of this report. Sulcoflex iols are not available in the USA; however, as the lenses are manufactured from the same material as rayner devices on the market in the USA the event is being reported. Not returned to manufacturer.

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification from a (B)(4) healthcare facility that a healthcare professional had observed the post-operative development of calcification of a sulcoflex iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided by the healthcare facility states that on (B)(6) 2016 the patient presented with increasing problems with his vision, increased myopia, astigmatism, ghosting of images in his left eye and a decrease in sharpness of vision. The healthcare facility reports that on examination iol opacification was observed. Device analysis was completed on behalf of rayner by a third party independent laboratory. The device analysis concludes "sem and edx spectroscopy revealed a layer of crystalline deposits below one surface of the sulcoflex lens. The crystals were composed of calcium phosphate. The patient is reported to have been treated for rheumatoid arthritis. In summary, there is insufficient detail to say how this iol opacification appeared". The device analysis results are discussed further in section 5 of the report. This section reads "the granular deposits below the surface of the iol can be responsible for a decrease in visual acuity that led to the iol explantation. Opacification could be observed on only one side of the lens. The edx results confirm calcification - with deposits all over one side of the iol and deposits are visible in the sem of the polymer under that surface. But without detailed information about the history of this case it is not possible to make comment on this result...the literature on iol opacification suggests that systemic diseases might play a role in causing opacification. The processing steps during iol manufacture as well as iol-packaging may also facilitate opacification of the optic material. 3 impurities introduced during manufacture, for example silicone particles, are considered to be a potential causative factor. 4 corneal or vitreoretinal surgery (subsequent to the lens implant surgery) with the intracameral injection of either gas, air or using recombinant tissue plasminogen activator (rtpa) seems to increase the risk of opacification. 1-2 however, in this patient there was no corneal or retinal surgery. The iol serial number is known but the manufacturer has not reported that the manufacturing or packaging record of this sulcoflex was in any way unusual. In a case such as this that is so poorly documented, the exact cause cannot be determined. It may not be due to one causative agent. A number of authors suggest causation is multifactorial. 3,5 it has especially been reported that anti-rheumatic medications might have ocular side effects. 6 between january 2004 and october 2012, one individual taking enbrel (etanercept) reported intraocular lens complication to the FDA". 'Iol precipitates' is listed within the 'complications related to iol surgery' section of the sulcoflex IFU. Our review of production records for the sulcoflex multifocal toric 653z intraocular lens batch 032e35324 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification limits and were without defects. Sulcoflex iols are not available in the USA; however, as the lenses are manufactured from the same material as rayner devices on the market in the USA the event is being reported.

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of a sulcoflex multifocal toric 653z iol. The event description provided by the healthcare facility states that on (B)(6) 2016 the patient presented with increasing problems with his vision, increased myopia, astigmatism, ghosting of images in his left eye and a decrease in sharpness of vision. The healthcare facility reports that on examination iol opacification was observed.